Event description:
It was reported that during the unknown procedure, the step to use was done correctly but during firing the stapler, the firing trigger did not close. The surgeon put a lot of pressure to fire the trigger then it was closed but the stapler had an unusual sound, and the donut did not have a complete form and the staple line was not a complete circle. At the end the surgeon finished the anastomosis by suturing.

Manufacturer narrative:
(B)(4). Batch#: unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Additional information was requested, and the following was received: 1. Regarding "caused or contributed to the need for additional medical or surgical intervention? Yes", was there a change in the procedure? If yes, please explain. Yes: due to the anastomosis was not completely done and donuts were not a complete circle the surgeon had to do it by suturing. 2. Could you please clarify how long was the delay (hours/minutes)? Around 1 hour. 3. Could you please clarify if there were any patient consequences? No. They did not claim any consequence. 4. Could you please clarify if was any change in the post-operative care of the patient as a result of the event? The surgeon said that she was really nervous about the anastomosis so she monitored the patient vary carefully after the surgery and kept the patient in the hospital 1 day more. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 02/21/2023. Additional information was requested, and the following was received: what were the indications for surgery? Colon cancer ¿ what surgical procedure was performed? Sigmoid colectomy ¿ did the patient receive any preoperative chemotherapy or radiation? Yes the patient received chemotherapy ¿ what healthcare professional fired the device and what is his/her experience with the device? The surgeon fired the device and she had enough experience working with the device ¿ where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? The green gap setting scale was on low-b ¿ did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Yes she waited 15 seconds but didn¿t retighten prior to firing. ¿ what was the unusual sound and where in the firing sequence was it heard (beginning, middle or end)? It was heard when the firing sequence was in middle part ¿ when was the safety removed? After 15 seconds ¿ how many counter-clockwise revolutions of the adjusting knob were used to open the device? ¿ rotated 360 degrees( 1 counter-clockwise) ¿ did the healthcare professional receive audible & tactile feedback when firing the device? Yes she heard an unusual and loud sound ¿ was a complete transection of the white breakaway washer visually confirmed? ¿ yes ¿ were there any issues noted with staple formation at any point throughout the care of the patient? If so, please describe the shape and location. ¿ the staple line was not a complete circle and the surgeon did the anastomosis by suturing. ¿ what is the current status of the patient? No problem.